Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was received for investigation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests and fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.

Manufacturer narrative:
Upon further review of this complaint, this event occurred prior to the catheter being inserted into the patient, and does not been regulatory reporting requirements.